Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultralink meter was reading inaccurately high compared to a laboratory device. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6), 2010 and obtained the following information: the patient tests four to six times daily and manages her blood glucose with humalog insulin (administered via insulin pump). The patient corrected and clarified that the alleged issue began on (B)(6), 2010 at approximately 1:20pm. The patient does not recall what her blood glucose result was at 11am on (B)(6), 2010 (with the subject meter); however, specified that her blood glucose result was "in range" before going to the clinic for her scheduled laboratory test. The patient stated she needed to be in a "fasting state" for her laboratory test and specified she did not have anything to eat from the time she woke up (at 11am) to the time she went into the clinic (at 1:15pm). While in the waiting room of the clinic, the patient stated she began to feel weak and shaky. The patient stated she tested her blood glucose with the subject meter (at 1:20pm) and obtained a reading of "58 mg/dl". In response to her symptom and the blood glucose reading, the patient stated she immediately ate a piece of candy. Ten minutes after the alleged issue occurred, the patient stated her blood sample was drawn (for laboratory testing) and she obtained a reading of "37 mg/dl". Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and that the blood glucose result was from the approved (per owner¿s booklet) sample site. The csr also noted that the patient followed the correct blood glucose testing procedure (per owner's booklet). Replacement products were sent to the patient. There is no evidence that the subject meter caused or contributed to the serious injury. The patient's symptoms started before the reported issue began. In addition, the patient's symptoms and treatment correlated with the reported lfs meter results. However, this complaint is being reported because the alleged issue remains unresolved.

Event description:
It was reported to covidien on (B)(4) 2010 that a customer had an issue with a hemodialysis catheter. The customer reports during insertion of the catheter, the catheter pulled off of the tunneler while in the tunnel tract. The customer reports he removed the one applied clamp in order to quickly grasp the tip of the catheter to pull it through the tunnel tract (thus leaving no clamps on the catheter). The customer reports he feels the pt is at risk for air embolism during this maneuver of removing/relocating the clamp. The customer then pulled the catheter back and re-tunneled a larger tract so that he could push the catheter through the tract and not have it detach. The larger exit site was then sutured.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
(B)(4). Device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2010 with the following findings: the test strip has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.